Event description:
It was reported that the patient's blood glucose (bg) rose to 18.7 mmol/l (336.6 mg/dl) while wearing the pod for between 49 and 71 hours. The patient removed the pod from the arm and noted the site was irritated, hard and had blood and insulin coming from the site. The patient visited the doctor and had photos of the site taken. The patient is currently waiting on a diagnosis and whether or not treatment is required. A new pod was placed to treat the high bg levels.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.